Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the lead integrity alert (lia) was heard by the patient. It was also reported that lia, noise and oversensing were confirmed. A new right ventricular (rv) lead was was implanted. No patient complications have been reported as a result of this event.